Event description:
It was reported the PICC central venous catheter was inserted into the skin of the patient on (B)(6) 2021. The PICC tube was infused normally for the first 7 months. At 19:00 on (B)(6) 2022, it was found that the infusion liquid was not dripping. When 0.9% ns10ml pulsed flushing, multiple perforations were found in the catheter, and the vital signs were stable. Immediately notify the doctor and head nurse.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0168 showed no other similar product complaint(s) from this lot number. Device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC central venous catheter was inserted into the skin of the patient on (B)(6) 2021. The PICC tube was infused normally for the first 7 months. At 19:00 on (B)(6) 2022, it was found that the infusion liquid was not dripping. When 0.9% ns10ml pulsed flushing, multiple perforations were found in the catheter, and the vital signs were stable. Immediately notify the doctor and head nurse.